Event description:
It was reported that the three attachment has overheating, vibration, distal bearing damaged and distal bearing dropped. It was reported that there was no patient involvement. There was no intervention performed and the procedure was completed with backup product(s).

Manufacturer narrative:
Product analysis: evaluation determined that distal bearing was dropped. The likely cause of failure could not be determined. It was also noted that distal tube of bearing was damaged and vague tube and base markings was faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.